Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, a clinical review states the provided photos were reviewed and confirm the reported breakage. Based on the limited information provided the clinical root cause of the reported events could not be determined and we are currently unable to rule out a user technique vs procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The anchors are implantable, biocompatibility is not an issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include application of unintended or inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during rotator cuff surgery, the healicoil knotless suture anchor body detached completely. It was removed from the patient with grasper forceps; however, the tip of the anchor and the sutures were left secured in the patient, in order not to cause damage to the bone. The procedure was not completed. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).